Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/07/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and the catheter deflection became stuck. Upon receipt, the catheter was visually inspected and a pre-curve was observed due to a bend on the catheter tip. An x-ray of the catheter bend and handle was taken and no malfunctions were observed at the areas. Therefore a dissection was performed where the bend was located and a polyimide inner lining partial detachment inside the lead wire was found. This condition results in a lack of interior lumen support. Since this finding was located at the area where the catheter curve is done, if mechanical stress is applied it will result in the catheter bend reported by the customer. A device history record (DHR) review was performed on the lots manufactured using the tip lot involved in the complaint and it was verified that all catheters that used this lot passed all functional testing according to bwi specifications. Additionally catheter manufacturing lot number was reviewed for a similar failure but there was none. A report was run in order to find complaints with the same characteristics but there was no complaints found. This is an isolated case related to the manufacturing process. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the available analysis results, complaint appears to be caused by internal bwi operations; specifically during the tip manufacturing process.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and a the catheter deflection became stuck. After manipulating the catheter retrograde to several hard to get places, the catheter without any curve on it would no longer go straight. On trying to remove the catheter there was slight difficulty at the groin; however under the fluoroscopy the catheter was removed. There was a clear kink in the catheter. A new catheter was used and the problem resolved. The error did not delay the case more than 30 minutes. There was no consequence to the patient and the procedure was completed successfully. Additional information was received on the event. The catheter was not fully flexed, however it was not straight, and it was kinked. There was no ring or other physical damage observed at the distal end of the catheter. This event was assessed as MDR reportable due to the stuck deflection which could potentially cause patient injury.